Manufacturer narrative:
The tracheostomy tube is for single patient use, but can be used multiple times on the same patient. (B)(6).

Event description:
It was reported that the balloon of a portex® bivona® neonatal and pediatric tts¿ (tight-to-shaft) tracheostomy tube was difficult to inflate. The nurse had to take a new cannula. They tried to inflate with air, but it didn't work.

Manufacturer narrative:
The event does not meet the FDA criteria of a serious injury as (1) the event was not life- threatening; (2) the event did not result in the permanent impairment of a body function or structure; (3) and no intervention was required to preclude serious impairment of a body structure or function. The complaint device is considered to be a life-supporting or life-sustaining device and thus is essential to maintaining human life as defined in section 519(f) of the fdc act.) Evaluation summary: one sample was received from p/n 67p040 in used conditions without its original packaging. Sample was tested at 12" under normal lighting to received unit, in order to detect any damage on the cuff, airline or pivot balloon. No damaged could be detected on the unit. Air cuff symmetry test was performed to the unit. Cuff symmetry fixture was used (ID number 13.2684-40 cal due date 02/19). When inflating the unit with air, it was seen that the pilot balloon was inflated but all the air was stuck in it. The pilot balloon was squeezed and it was seen a small amount of air entering through the cuff. According to the ((B)(4), pedi/neo tts IFU), the pilot balloon was squeezed and the cuff was manipulated, it was seen that the half of the cuff was inflated, the cuff was manipulated and it was seen that the whole cuff was inflated. When measuring the cuff, the percentage for the symmetry was: 50%, this result is over 33.3% that is the minimum acceptable. Based on the test, the unit is within spec. A review of the manufacturing process for p/n 67p050 and l/n 3635546 was conducted by quality analyst in order to verify that there are no situations or practices that could create the event as described in "description of non-conformance" section. All procedures are being carried out appropriately. It was seen that: (I) production personnel performed a 100% air cuff symmetry visual inspection during process; (ii) quality inspectors took a representative sample of the lot and performed air cuff symmetry test. No root cause has been determined since the complaint was not confirmed. No corrective actions are required since the complaint was not confirmed. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.